Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-08217. It was reported the pt experienced jolting at the lead location during a nearby thunderstorm. Since the occurrence of the event, the pt turns off the stimulation during the thunder strikes to avoid jolting. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.